Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "pain and thumping" one day post implant. The patient reported that the thumping was visible and happening every few minutes. Additional information received clarified that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.